Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock while in a supraventricular tachycardia rhythm. The rhythm started in the first ventricular tachycardia (vt) zone and accelerated to the vt zone. There were no detection enhancements programmed. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the device was explanted electively. There were no adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations could not be confirmed.